Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for evaluation. Testing found that the fault light illuminated and was flashing. Event logs showed a low battery voltage. Additionally, the psu was found to fail accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the orange led on the camera was replicable. Additionally, the positioning sensor unit (psu) of the navigation system was replaced to restore functionality and firmware was reloaded onto the system. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9 733437, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the camera of the navigation system was not working. It was reported that after passing patient registration, the issue occurred when attempting to navigate. It was reported that an orange led was flashing on the camera. Rebooting the navigation system did not restore functionality. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.